Manufacturer narrative:
A ge representative evaluated the system and replaced 2 blown fuses in the power supply. System operates as intended.

Event description:
Customer reported the system could not boot up. No patient injury was reported.